Event description:
A hospital nurse reported that a colonscope was used seven times for pt procedures. According to the nurse, two of the seven patients cultured positive for clostrium difficenile. The two infected patients were described as "older patients"; pt symptoms, including diarrhea and bleeding, were described by the nurse as severe. The nurse reported that the first pt underwent a colonoscopy procedure on 4/6/00. Polyps were removed during the procedure. The pt returned on 04/22/00 with symptoms of severe diarrhea and bleeding (described above). When pt returned to the medical center on 4/22, pt underwent a second colonoscopy in order for the physician to determine the source of the problem. The nurse stated that the second colonoscopy in order for the physician to determine the source of the problem. The nurse stated that the second colonoscopy revealed that, an addition to the diarrhea and bleeding, the pt had extreme ulceration and severe dehydration. The pt's white count was 50,000 and pt was admitted to the hosp on 4/22. Since pt did not respond to treatment while there, the pt was transferred to another facility. The nurse stated that the second pt underwent a colonoscopy procedure on 4/4/00. The physician had recommended a colonoscopy as m.d thought that the pt had a bowel obstruction. The pt returned on 4/6/00 with severe diarrhea and bleeding. While at the physician's office on 4/6, stool samples were taken and the pt was admitted to the hosp with diarrhea, cramping and bleeding. The nurse mentioned that this pt who also transferred to another hospital because pt was also considered to be very ill.